Manufacturer narrative:
Follow-up #1 date of submission 06/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive; the up arrow keypad button required multiple button presses and excessive force in order to elicit a response. All of the keypad buttons did not spring back or click back normally. There was evidence of contamination found under the key contacts. The reported scrolling issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient called animas alleging that the up arrow keypad button and the ok keypad button have been intermittently unresponsive and that scrolling is difficult. The patient reported that he wears the pump on his belt and that he does not clean the pump. There was no report of a serious injury associated with this complaint. This complaint is being reported due to the alleged keypad malfunction issue.